Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the cancellousscr synapse ø4.5 l32 tan (p/n: 04.614.232, lot number: 6939761) was received at us cq. Visual inspection of the complaint device showed the neutral body, sleeve, bushing came detached from the threaded screw component of the device. No other issues were observed with the complaint device. Functional test: a functional assessment was not performed. However, it was clear from the visual inspection the device fell apart. Dimensional inspection: thread major diameter measured and is conforming per relevant drawing. Document/specification review: relevant document was also reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed as device fell apart. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.614.232, lot number: 6939761, supplier lot number: n/a, manufacture date or release to warehouse date: 05/08/2012, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during assemble production of lot number 6939761. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.2, component lot number: 6940229, supplier lot number: n/a, manufacture date or release to warehouse date: 05/08/2012, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6940229. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.31, component lot number: 6937899, supplier lot number: n/a, manufacture date or release to warehouse date: 05/04/2012, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6937899. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 04.614.008.41, component lot number: 6938564, supplier lot number: n/a, manufacture date or release to warehouse date: 05/08/2012, expiration date: n/a, supplier/manufacture site: brandywine. No ncrs were generated during component production of lot number 6938564. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Event description:
It was reported that the surgeon removed the screw and inserted new one. There was no fragments.

Manufacturer narrative:
(B)(4). Additional pro-codes: mni, kwp, mnh. Without a valid lot number the device history records review could not be completed. Complainant device is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is j&j company representative. State is :(B)(6). Investigation summary complaint summary: it was reported that the screw head and thread was separated during a screw insertion procedure. Surgery was delayed due to the reported event 5 minutes: concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. Photo investigation: the device was not returned. A photo-investigation was performed on the image provided. Upon inspecting the image provided, it was observed that the tulip head, bushing, and sleeve have separated from the screw shaft, and the ball head of the screw was scuffed. However, the root cause for the reported issue cannot be determined from the available information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot null, device history batch null. Device history review a DHR review could not be performed as the device lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw head and thread was separated during a screw insertion procedure. Surgery was delayed due to the reported event 5 minutes: concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).